Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was over delivering because insulin pump just automatically delivered bolus. Customer was experienced low blood glucose level of 62 mg/dl. Customer was on auto mode at the time of low blood glucose event. The customer reported that the insulin pump passed the self test. Troubleshooting was done for low blood glucose and over delivery. The customer was treated for the low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Insulin pump passed the delivery accuracy test at 0.08750 inches. Device communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. No auto mode anomaly noted. (B)(4).